Event description:
Rptr developed a skin cancer above apron line on upper chest that required cauterization and subsequent wide excision by a plastic surgeon. Rptr also noticed loss of hair over 20 square cm on dorsum of right wrist. Since rptr ceased performing angiography procedures about 18 months ago hair has started to regrow. Confirmed by a radition physician. At the time rptr observed the physicist performing measurements and noticed he was not closing readings at the table top, where rptr hand was. Rptr brought this to attention of physicist who said that was unsatisfactory. A year or two later rptr complained at a lecture on x-ray protection to technician, given by the physicist. He apologized to rptr and told rptr he was under great pressure to "pass" that equipment as safe by the administrator. Administrator could do nothing about this equipment and no radiologist would even use for barium enema, yet it was designated as the sole angiographic equipment in a 600 bed facility. An x-ray co had worked on equipment and installed a table and hosp had 6 breakdowns of the generator (rewired to the table); so bad the procedure had to be repeated. Rptr's skin was biopsied where rptr was trained in 1960, and reported as consistent with radiation damage.